Manufacturer narrative:
Product was purchased on an unknown order number under bovie, as product was purchased in 2008. Customer gave the following information about the surgery: patient was hospitalized prior to this procedure. The pad used with this device is a 3m 9135-lp. The lot number was not available. The surgery completed was a tracheostomy the products were not inspected prior to surgery. The application site of the grounding pad had no preparation such as cleaning, drying, or hair removal. Pad application site was the abdomen, and the surgery site was the neck. This was the first use of the pad. The patient was confirmed not to be wearing jewelry or lotion. The burn was only observed at the site of the grounding pad. The generator was used for about 5 minutes during the surgery on cut and coag via blend for 20-25 watts. Pencil used was a valleylab e2516h customer was unable to answer how the patient was isolated from metal objects. The patient is considered to be a geriatric patient. The pad was checked during the surgery, and this was how the burn was found. Customer did not answer if they normally use a split pad for surgery with the ids-300. Patient passed away due to prior complications, before the burn could be addressed. Stated that a full thickness burn was observed at the pad application site. Customer was asked more follow up questions on 6/9/2023. We are waiting on a few additional follow up questions before finalizing this complaint. Once we have received all of the necessary information, a follow up report will be submitted. Received initial information via mw5117566 from the FDA.

Event description:
The user facility alleged that during a tracheostomy a solid pad was attached to the bovie machine instead of a split pad, which did not cause the alarm system to activate and caused a first degree burn to the patient. The patient passed away due to unrelated circumstances before the burn could be addressed.

Manufacturer narrative:
Customer failed to respond to further questions. Complaint confirmed. True root cause cannot be determined with accuracy at this time, however, the following reasons may have led to this event: use of a solid electrode return pad instead of a split return electrode pad. Ids-300 is equipped with nem circuit that, when used with a spilt electrode pad, enable a contact monitoring system for the pad to the patient. Placement site of the pad - pad should be in close proximity to the operation site on a well vascularized surface. Lack of preparation site for the pad - hair, sweat, and liquid should be removed prior to application - and pad should remain dry during surgery. Based on the above information, no further actions are required and this can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or additional informaiton pertinent to the investigation, a subsequent follow up report will be submitted.